Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
The recent publication titled: ¿reevaluating aortic valve neocuspidization in children, adolescents, and young adults: a case series analysis¿. Angelo polito, md, sonia b. Albanese, md, enrico cetrano, md, marianna cicenia, md, gabriele rinelli, md, veronica felici, md, and adriano carotti, md world journal for pediatric and congenital heart surgery 2026, vol. 17(2) 213-220. Doi: 10.1177/21501351251364879 a retrospective cohort study (07/2016-08/2024) to evaluate the durability of aortic valve neocuspidization (avneo, also the ozaki procedure) in children, adolescents, and young adults. The study cohort (n=49) included the use of various patch materials for theavneo procedure: autologous (n=36), bovine pericardium (n=13), cardiocel® (n=9) and photofix (n=4). One of the photofix recipients underwent a late reoperation 16 months post-op of avneo replacement for aortic wall cusp incorporation with associated hypertrophic cardiomyopathy. This patient underwent successful heart transplant 4 months after the avneo replacement. Note: leaflet repair is currently listed as a contraindication for the use of photofix. A review of the available literature was performed to assess performance considerations for aortic valve neocuspidization (avneo/ozaki) in pediatric and young adult populations. Polito et al., in the publication titled ¿reevaluating aortic valve neocuspidization in children, adolescents, and young adults: a case series analysis,¿ reported outcomes from a single-center retrospective cohort of 49 patients (july 2016 ¿ august 2024; median follow-up 37.8 months). Within this cohort, avneo leaflet reconstruction was performed using various pericardial patch materials, including: autologous pericardium (patient-derived) and heterologous/bovine pericardium, including: cardiocel and photofix autologous pericardium was utilized in the majority of patients, while heterologous materials were used in a smaller subset, particularly in earlier cases or reoperations where suitable autologous tissue was unavailable. Reported adverse events include: early mortality. Fatal cerebral hemorrhage following konno + avneo + mechanical mitral valve replacement. Coronary ostial obstruction / myocardial ischemia. Redundant cusp causing intermittent obstruction of the left coronary ostium conversion to ross procedure. Aseptic aortic root disruption. Associated with lung congestion homograft aortic root replacement. Mediastinitis with aortic pseudoaneurysm. Post-operative infection/structural complication requiring root replacement. Structural valve degeneration (svd). Late degeneration requiring reoperation (reported in multiple cases). Infective endocarditis. Including streptococcus oralis and staphylococcus epidermidis; one case linked to dental procedures without prophylaxis. Aortic wall cusp incorporation. Structural incorporation complication was reported in one patient. This investigation is relegated to photofix, serial number unknown, with an allegation against the performance and durability of the heterologous pericardial patch material utilized for aortic valve neocuspidization (avneo) leaflet reconstruction.

Manufacturer narrative:
The recent publication titled: ¿reevaluating aortic valve neocuspidization in children, adolescents, and young adults: a case series analysis¿. Adriano carotti, md a retrospective cohort study (07/2016-08/2024) to evaluate the durability of aortic valve neocuspidization (avneo, also the ozaki procedure) in children, adolescents, and young adults. The study cohort (n=49) included the use of various patch materials for theavneo procedure: autologous (n=36), bovine pericardium (n=13), cardiocel® (n=9) and photofix (n=4). One of the photofix recipients underwent a late reoperation 16 months post-op of avneo replacement for aortic wall cusp incorporation with associated hypertrophic cardiomyopathy. This patient underwent successful heart transplant 4 months after the avneo replacement. Note: leaflet repair is currently listed as a contraindication for the use of photofix. A review of the available literature was performed to assess performance considerations for aortic valve neocuspidization (avneo/ozaki) in pediatric and young adult populations. Polito et al., in the publication titled ¿reevaluating aortic valve neocuspidization in children, adolescents, and young adults: a case series analysis,¿ reported outcomes from a single-center retrospective cohort of 49 patients (july 2016 ¿ august 2024; median follow-up 37.8 months). Within this cohort, avneo leaflet reconstruction was performed using various pericardial patch materials, including:autologous pericardium (patient-derived) and heterologous/bovine pericardium, including: cardiocel and photofix autologous pericardium was utilized in the majority of patients, while heterologous materials were used in a smaller subset, particularly in earlier cases or reoperations where suitable autologous tissue was unavailable. Reported adverse events include: early mortality. Fatal cerebral hemorrhage following konno + avneo + mechanical mitral valve replacement. Coronary ostial obstruction / myocardial ischemia. Redundant cusp causing intermittent obstruction of the left coronary ostium conversion to ross procedure. Aseptic aortic root disruption. Associated with lung congestion homograft aortic root replacement. Mediastinitis with aortic pseudoaneurysm. Post-operative infection/structural complication requiring root replacement. Structural valve degeneration (svd). Late degeneration requiring reoperation (reported in multiple cases). Infective endocarditis. Including streptococcus oralis and staphylococcus epidermidis; one case linked to dental procedures without prophylaxis. Aortic wall cusp incorporation. Structural incorporation complication was reported in one patient. Additional information: 15may2026 from dr.(B)(6) "regarding our experience with photofix®, although apparently positive, it is limited to only four cases, mainly due to european community certification issues, which made the product available in italy only for a short time. We believe that the unfavorable (B)(6) hospital group's experience with photofix® used for avneo should be taken into deep consideration to underline once again the inadequacy of the heterologous pericardium in this procedure." Our experience, in fact, cumulates the results of the use of various heterologous pericardia and considers them inadequate in long-term follow-up compared to pretreated autologous pericardium. To the case of aortic wall incorporation cited in the paper and who underwent successful heart transplantation, one patient suffered acute severe aortic insufficiency from a calcified cusp rupture 4.5 years after neocuspidization and required successful aortic valve replacement with a mechanical prosthesis." This investigation is relegated to photfix sn unknown (2026) possible aortic wall cusp incorporation associated with photofix use during avneo/ozaki procedure. A clinical researcher and medical director reviewed the available information. The recent publication titled: ¿reevaluating aortic valve neocuspidization in children, adolescents, and young adults: a case series analysis¿. Angelo polito, md, sonia b. Albanese, md, enrico cetrano, md, marianna cicenia, md, gabriele rinelli, md, veronica felici, md, and adriano carotti, md world journal for pediatric and congenital heart surgery 2026, vol. 17(2) 213-220. Doi: 10.1177/21501351251364879 a retrospective cohort study (07/2016-08/2024) to evaluate the durability of aortic valve neocuspidization (avneo, also the ozaki procedure) in children, adolescents, and young adults. The study cohort (n=49) included the use of various patch materials for the avneo procedure: autologous (n=36), bovine pericardium (n=13), cardiocel® (n=9) and photofix (n=4); median follow-up 37.8 months. One of the photofix recipients underwent a late reoperation 16 months post-op of avneo replacement for aortic wall cusp incorporation with associated hypertrophic cardiomyopathy. This patient underwent successful heart transplant 4 months after the avneo replacement. Note: leaflet repair is currently listed as a contraindication for the use of photofix. A review of the available literature was performed to assess performance considerations for aortic valve neocuspidization (avneo/ozaki) in pediatric and young adult populations. Within this cohort, avneo leaflet reconstruction was performed using various pericardial patch materials, including autologous pericardium (patient-derived) and heterologous/bovine pericardium, including: cardiocel and photofix. Autologous pericardium was utilized in the majority of patients, while heterologous materials were used in a smaller subset, particularly in earlier cases or reoperations where suitable autologous tissue was unavailable. A variety of adverse events related to all patch materials are outlined in the manuscript. This report will focus specifically on the event related to the photofix recipient. This investigation is relegated to photofix, serial number unknown, with an allegation against the performance and durability of the heterologous pericardial patch material utilized for aortic valve neocuspidization (avneo) leaflet reconstruction. Additional information including medical history and surgical notes for the initial surgery or the reoperation for this patient is not available for consideration in this complaint evaluation. Per the manuscript, 1 of the photofix recipients underwent a late reoperation 16 months post-op of avneo replacement for aortic wall cusp incorporation with associated hypertrophic cardiomyopathy. Further definition of ¿aortic wall cusp incorporation¿ is not clearly provided. This patient underwent successful heart transplant 4 months after the avneo replacement. Adhesion, rejection and inflammatory reactions are listed as known adverse events for pericardial patches and are listed in the photofix instructions for use (IFU). As noted in the title, the patient cohort in this evaluation all present with congenital cardiac disease; reoperation is not an unexpected event for this patient population. Photofix manufacturing process includes 100% visual inspection prior to packaging. The reported events are not unexpected outcomes for this patient population. The relationship between the reported events and photofix cannot be determined without additional information. Adequate precautions are listed in our labeling, the photofix IFU specifies that photofix is contraindicated for valve leaflet repair. Quality specialist reviewed the information to construct a risk analysis. The photofix decellularized bovine pericardium afmea/dfmea within afmea and dfmea was reviewed. The reported event is addressed in hazard step/item # a.22 - (B)(6) tissue forms adhesions with structures surrounding the application site. The lot number for the product was not provided, and the reported products were not returned for evaluation. This complaint reports adverse events (ae) identified in literature and does not specify potential causes of failure. Due to the limited information and unknown time to events, it cannot be determined if the reported events are directly related to the photofix. As such, no risk occurrence analysis was performed in this report. Photofix manufacturing process includes 100% visual inspection prior to packaging. The reported events are not unexpected outcomes for this patient population. The relationship between the reported events and photofix cannot be determined without additional information. Adequate precautions are listed in our labeling, the photofix IFU specifies that photofix is contraindicated for valve leaflet repair. The reported event will continue to be monitored for trends. No updates to the rmf are needed in response to this complaint. Risk has been reduced as low as possible and overall residual risk is acceptable. A complaint and recall query could not be performed as lot numbers and/or surgery dates were not provided. Based on the available information, a definitive root cause for this event cannot be determined. Additionally, without the return of the product, no definitive conclusion can be made regarding the clinical observation. Photofix manufacturing process includes 100% visual inspection prior to packaging. The reported events are not unexpected outcomes for this patient population. The relationship between the reported events and photofix cannot be determined without additional information. Adequate precautions are listed in our labeling, the photofix IFU specifies that photofix is contraindicated for valve leaflet repair. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time, no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.